Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. It is unknown which lead migrated, so both are being reported.

Event description:
Related manufacturer reference number: 1627487-2019-08753. It was reported that, during a procedure for high impedance (1627487-2019-08744), the physician noticed the patient's other lead looked like it had migrated out of its original position. As a result, the physician opted to replace the second lead as well. Therapy was restored at a later reprogramming session.